Event description:
New information noted that the device exhibited post-paced t-wave oversensing. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission revealed that the pacemaker exhibited post-paced t-wave overseeing. Further information was requested however, was not provided.